Event description:
It was reported that in 2005, the patient was traveling and came to the hospital with chest pain. The physician determined the lead had perforated the rv. The physician attempted to extract the lead and reposition, but testing showed high dft and the lead was replaced.

Manufacturer narrative:
Na